Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the implanting physician believed the lead perforated the patients heart wall. As a result, the patients blood pressure dropped, the thresholds rose and sensing had decreased. An echocardiogram was taken, which showed no evidence of an effusion. One day post implant, the patients thresholds and sensing stabilized. The device and lead remain implanted. To date, there have been no additional adverse patient effects.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.